Manufacturer narrative:
Other relevant device(s) are: product ID: 9735797, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was trying to connect the navigation system to the hospital's wifi network but was receiving an endpoint connection test error stating "ping of endpoint failed, server unable to connect." A hard reboot did not resolve issue. During troubleshooting it was confirmed that the system was disconnected from ethernet port. The network configurations were opened, and the wifi was selected on. No available networks were shown and when refreshed same "ping of endpoint failed" message appeared. It confirmed the wireless network did not require a wireless mac address from the system. Technical services (ts) advised opening the self test tool to look at the internal network connection status page and it showed "unavailable" for wifi client endpoint and the post for the endpoint was red. There was no patient present when this issue was identified. (B)(6) 2020.